Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received partially deployed with the needle exposed through the soft cannula, and the linkage assembly in the fully deployed position. The data shows no timeouts, drive stalls or alarms. After opening the device, the needle was observed to be detached from the slide retract, and visible damage was observed on the slide retract. Due to this findings, it was concluded that the needle not retracting and the damage to the slide retract was caused by the formed needle not being installed correctly. No other damages or defects were found during this investigation.